Event description:
It was reported, the video system center displayed error code e105. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Panel was not lit up. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The front panel light emitting diode (led) was faulty causing error code 105. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error code was caused by a failure of the front panel led. However, the specific cause of the faulty front panel led could not be established at this time. Olympus will continue to monitor field performance for this device.